Manufacturer narrative:
Event date: exact date unknown, event occurred in the past month.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a revision procedure wherein two new leads were added, and nothing was explanted. The patient was doing well postoperatively.